Event description:
It was reported that two weeks post dialysis catheter placement, the catheter allegedly fractured. It was further reported that leakage through the ostium was allegedly observed when infusing solution. Reportedly, tissue damage was allegedly identified and the catheter was removed and replaced. The patient was reportedly stable at the conclusion of the procedure.

Manufacturer narrative:
H10: manufacturing review: neither a lot history review nor a DHR review could be performed as the lot number is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the IFU instructs on inserting the catheter, infusing the catheter and catheter maintenance. Therefore, the product labeling will be considered adequate. Investigation summary: two electronic photos were reviewed: per the complaint comments, the customer does not have photos of the complaint product or event, but the customer has sent two pictures of a reference product. The photo labeled as picture1 ¿ reference product, not sample complaint. Jpg shows outer pouch and tray packaging with polymedical on the packaging. There appears to be dilators/dualators, guide wire hoop, an IFU and other components inside the packaging. There does not appear to be a catheter in the photo. The photo labeled as picture2 ¿ reference product- not complaint sample. Jpg appears to show the other side of the packaging. The logo and dialysis catheter product name are visible on the package. No device components are visible in the photo. The photo review is inconclusive for catheter fracture and leakage, as no deficiencies in the catheter could be identified in the photos provided. Although the sample was not returned for evaluation, two electronic photos were provided for review. The investigation is inconclusive for catheter fracture and leakage, as the photo review could not confirm a fracture or leak in the catheter. The definitive root cause could not be determined based upon available information. H11: d1, d4, h6 (method, results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Photos were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. (Expiry date: 03/2020).

Event description:
It was reported that two weeks post dialysis catheter placement, the catheter allegedly fractured. It was further reported that leakage through the ostium was allegedly observed when infusing solution. Reportedly, tissue damage was allegedly identified and the catheter was removed and replaced. The patient was reportedly stable at the conclusion of the procedure.